Manufacturer narrative:
Device evaluation: the actual sample arrived in an opened pouch. Visual inspection showed no evidence of priming or blood stains. Visual inspection of the male luer showed a deformation on one side of the luer tip above the inlet port. The deformation appears to have been caused during the manufacturing process. The male luer was then iso gauged and iso leak tested. Male luer iso test results: iso gauging failed. Iso pressure test failed at less than 2 pounds per square inch (psi) water pressure (the failure was immediate). The returned sample has visible damage to the luer and failed the iso gauging and pressure test requirements, the complaint will be confirmed. The cause of the failure is most likely due to the damaged luer.

Event description:
The customer reported to their baxter sales representative (bsr) that they have an interlink retractable t-connector extension set, lot number unknown, with a y-site that will not connect tightly. They were attempting to connect a peripheral arterial line for a heparin flush. The t-connector was being accessed for the flush and they noticed blood dripping. The connection was tried again with no success and blood continued to drip. They estimate the infant lost 3 milliliters of blood. The arterial line was never accessed and therefore, the pt's blood pressure could not be monitored. They could not attempt the procedure again as the pt could not tolerate it.